Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range (oor) shock lead impedance measurements. Technical services (ts) recommended increasing the oor limit. This device remains in service. No adverse patient effects were reported.